Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Reportedly, the customer had delivered multiple boluses prior to the low. Customer consumed glucose tablets, food, and juice to address the bg. Recommendation was made to consult with healthcare provider regarding diabetes management.